Manufacturer narrative:
Event description, device problem and investigation codes updated.

Event description:
This report is based on information provided by a philips remote service engineer and bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint tempus pro patient monitor indicating that the user experiences difficulty selecting the blood pressure module intermittently due to screen drift. The malfunction occurred when the device was in clinical use. Procedure had to be repeated, otherwise no impact to patient.

Event description:
It has been reported to philips that the device bp working intermittently.